Event description:
N/a

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. DHR review could not be performed as the required information was not reported. The failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A territory manager reported on behalf of a customer that the side ports of the tip of a xxx-cusa clarity most likely caused the rupture of a micro vessel 3 to 5 mm above the end of the micro tip on an unspecified date. There was no other information provided regarding the surgery delay. Additional information was received on 15oct2018 stating that it was unknown if there was any medical revision required or if there was any delay in surgery. Additional information has been requested.